Manufacturer narrative:
The patient presented a skin irritation with signs of a secondary infection allegedly caused by the zio xt to their healthcare provider. The patient was noted to have a fever and a rash. As a result, the device was removed, and ointment was applied to the patient¿s rash. Irhythm attempted to follow up with the patient but with no result. To date, it is unknown if the patient has been discharged or received post-treatment care. The zio xt device was returned to irhythm, and the clinical care team (cct) reviewed its usage data. It was found that the patient had worn the xt device for 6.9 days out of the prescribed 14 days. A review of this complaint also indicated that the patient had a history of reactions to medical adhesive. Despite several attempts by irhythm's clinical staff to contact the patient, no additional information was obtained. Although the patient¿s reaction history cannot be ruled out as a contributory factor, the cause of the reported event cannot be determined at this time. However, it should be noted that skin irritation is a known inherent risk of the device. The zio xt device manual contains a "warnings" section that states do not use the zio xt patch on patients with a known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies should not use the zio xt patch. If a patient experiences skin irritation such as severe redness, itching, or allergic symptoms, the zio xt patch should be removed from the patient's chest. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. If additional information is obtained this report will be supplemented accordingly.

Event description:
The patient presented a skin irritation with signs of a secondary infection allegedly caused by the zio xt to their healthcare provider. The patient was noted to have a fever and a rash. As a result, the patient was admitted to the hospital, the device was removed, and ointment was applied to the patient¿s rash. Irhythm attempted to follow up with the patient but with no result. It is unknown whether the patient has been discharged or received post-treatment care.